Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. There were no unusual events recorded within the log file. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional events have been reported at this time. The heartmate ii lvas IFU and heartmate ii lvas patient handbook instruct patients to call their hospital contact right away if they notice a change in how the pump sounds, feels, or works. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years and 1 month. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient reported noted with change in lvad auscultated tone while in clinic. Log files submitted for review reported no unusual events recorded and that the mcs equipment is operating as intended. The patient was asymptomatic, and no treatment rendered. The reported sound remains unknown. The patient is stable and at home and will be monitored with trend frequent lactate dehydrogenase (ldh) and international normalized ratio (inr). Ldh continues to trend at baseline 200-400 iu/l. Inr goal 2.5-3 due to low speeds, trending 1.82-3.86 over the past month. No additional information was provided.